Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the package was empty when just open the package. Only residual fine residue of the suture was seen. Changed another one to complete the surgery. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One opened sample with some suture pieces was received for analysis. Product code w9561. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: lot number should be tdmcps.